Event description:
Meter was not working; all that appeared on the screen was a "0". The pt was taken to the hosp "when pt was not able to obtain a reading on the meter." The pt started choking and would not respond. No blood glucose results obtained at the hosp were provided. The pt was treated with an IV. No further info regarding the pt's diagnosis and specific treatment in the hosp was provided. No info was provided regarding the pt's diabetes treatment regimen. There is insufficient info to indicate that the pt experienced injury and medical intervention due to the product. The customer care rep confirmed that the meter display was damaged. No info was provided regarding whether the meter had been dropped or otherwise misused. As the damaged display may have resulted from a malfunction of the product, the event meets the criteria for a medical device reportable as a product malfunction. The meter, test strips, and control solution were replaced.